Manufacturer narrative:
D5,6;h4: info not available. Based upon the inquiry info received and the visual examination, it was confirmed that the reported incident occurred. The sleeve was received without the inner gasket. No obturator was received with the device. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.

Event description:
It was reported during a laparoscopic cholecystectomy the rubber o-ring around the flapper valve became dislodged during the procedure. There was no pt consequence. 12/18/1997 the rep reports the o-ring fell onto the omemtum of the pt and was retrieved without difficulty. The case was almost finished and a new device was not needed to complete.